Event description:
Bd alaris pump infusion set back check valve 3 smartsite y sites IV tubing (30934) disconnected from quva 250ml bag of fentanyl 10mcg/ml in douglas medical bag. The fitting was not secure. The medication was wasted onto the floor, on the rn, and into the alaris pump. The pump being wet caused a pump malfunction/communication error. The patient was on three critical drips for sedation/analgesia and had to be rapidly switched over to new pump. No harm occurred to the patient. The impacted medication bag and tubing have been quarantined for evaluation by vendors. This is 1 of 20 similar events we've encountered in our health system with IV tubing disconnecting from quva fentanyl infusions (mixed in douglas medical bags). FDA safety report ID# (B)(4).